Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon removal the patient experienced blocking trauma and bleeding. The patient went to the hospital for the bleeding. Per additional information received from the ibc on 2 oct 2018, during their follow up with complainant this resident had experienced some blood in his urine prior to the doctor removing the catheter with difficulty in taking it out. This caused trauma with bleeding with clots evident. He was then taken to hospital and had a cystoscopy and an ultrasound of his bladder which were both clear. He was re-catheterised at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Patient code: (B)(4).

Event description:
It was reported that upon removal the patient experienced blocking trauma and bleeding. The patient went to the hospital for the bleeding. Per additional information received from the ibc on (B)(6)2018 , during their follow up with complainant this resident had experienced some blood in his urine prior to the doctor removing the catheter with difficulty in taking it out. This caused trauma with bleeding with clots evident. He was then taken to hospital and had a cystoscopy and an ultrasound of his bladder which were both clear. He was re-catheterised at the hospital.